Event description:
It was reported that the patient had norepinephrine (levophed) infusing on channel b and dexmedetomidine (precedex) infusing on channel a. When the nurse walked by the room, the nurse saw red lights blinking on the pump but no alarm. Upon inspection, it was noted that neither medication were not infusing and the pump had a channel error. Channel c and d buttons were unresponsive when the nurse attempted to power on the pump. Channels a and b were disconnected and upon reconnection obtained "channel error 13-1033-149". The event occurred in the intensive care unit (ICU). There was no consequences or impact to the patient.

Manufacturer narrative:
Correction h10: please disregard this MDR report. After product failure investigation report, it was determined that the product 8100 s/n (B)(6) was no longer as suspect.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
It was reported that the patient had norepinephrine (levophed) infusing on channel b and dexmedetomidine (precedex) infusing on channel a. When the nurse walked by the room, the nurse saw red lights blinking on the pump but no alarm. Upon inspection, it was noted that neither medication were not infusing and the pump had a channel error. Channel c and d buttons were unresponsive when the nurse attempted to power on the pump. Channels a and b were disconnected and upon reconnection obtained "channel error 13-1033-149". The event occurred in the intensive care unit (ICU). There was no consequences or impact to the patient.